Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system. The physician inserted the device inside the pt without realizing that the stent was missing. The stent was found outside of the pt with no adverse affects. Reportedly, there was no pt injury. No additional event or pt info is available.